Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1,-11/3/25, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was removed and a lens of longer length was later implanted due to low vault with rotation. Problem was resolved. In the reporters opinion "device and user error" was the cause of the event. The reporter stated " problem belong to incorrect measurement and user error."